Event description:
Consumer reported that the plunger will not draw the insulin. He stated that when he lets go of the plunger rod, it goes back into the barrel. Consumer does not re-use. Consumer does not have the lot#, the packaging has been discarded. Lot#: unknown, catalog#: 328512, date of event: unknown, samples: available - sending mail kit.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.